Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's controller displayed the "replace generator" message. The generator has reached the end of service. The patient stated that they noticed they lost stimulation approximately 2 weeks ago (estimated event date (B)(6) 2020). Surgical intervention may occur later to address the issue.

Event description:
Additional information received surgical intervention was undertaken during which the existing ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.